Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sustained high blood glucose overnight after dinner and, while the ilet provided high glucose, signal loss, and low insulin alerts, the user administered approximately 30 units of insulin, ran out of insulin in the pump, felt overwhelmed by supply changes, disconnected from the ilet, and transitioned to backup multiple daily injections. Symptoms included hyperglycemia with glucose levels above 300 mg/dl, headache, and dry mouth. Outcomes included a delay to therapy. Investigation included communications with the user and analysis of the information provided. Investigation of this case revealed no findings and insufficient information to identify a device-related problem or a specific component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.